Event description:
Breast implant associated anaplastic large cell lymphoma. The morphologic and immunophenotypic findings are compatible with a diagnosis of breast implant associated anaplastic large cell lymphoma (bi-alcl). These are typically associated with an excellent prognosis, although higher stages of disease can have more aggressive clinical course.